Manufacturer narrative:
(B) (4). (B) (4). Flex neck. Evaluation summary: the analysis results found that the atg45 device with the flex neck and the distal parts of the device detached. The evidence showed that a rotational torque was applied to the distal end effector resulting on the components detaching. No functional test could be performed due to the condition of the device. While no conclusion could be reached on what caused the damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. A batch review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not fire after closing the trigger. It was not reported how the procedure was completed. There were no adverse consequences for the patient.